Event description:
It was reported that the patient underwent an explant surgery to removed his inflatable penile prosthesis (ipp) due to an infection in his scrotum. The physician performed a wash-out and prescribed oral antibiotics to treat the infection. The patient was well following the procedure.